Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Blood glucose was 354 mg/dl. Additionally, it was reported that the customer was hospitalized with a blood glucose of 908 mg/dl and ketones. Reportedly, multiple occlusion alarms occurred. Customer was treated with insulin and intravenous drip. Multiple attempts were made by tandem¿s technical support to obtain hospitalization release date; however, no additional information was provided.